Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: adjacent level herniated disc levels implanted: l5-s1 it was reported that during surgery, when surgeon went to remove set screws and rods, one of the screw head broke off. Adjacent level surgery was performed with additional hardware. Part of broken pedicle screw still remains in patient at s1. No patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage at the bone screw neck. Microscopic examination of the area immediately adjacent to the area of fracture origination identified a witness mark on the chamfered area of the mas head and material deformation just below the fracture surface, which may have contributed to the foregoing event. Microscopic examination of the fracture surface identified significant damage and smearing. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface with gently convex beach marks and progressive striations through the cross-sectional area of the bone screw neck. Unable to determine root cause due to evidence which could support multiple conclusions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.